Event description:
Related manufacturer reference number: 2017865-2022-38965. It was reported that high capture threshold, noise, and high impedance were detected. Fluoroscopy showed possible externalized conductors on the right ventricular rv lead. During revision, it was noticed that the rv lead was not secured with the device setscrew. The rv lead was capped, and the device was explanted. The patient was stable with no adverse health consequences.